Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On 23jan2026, the distributor reported the following to anika: we received an anika product complaint with the following event description. Event date was unknown for 1 product code monovisc 4 ml us - 690016 lot number unknown. The complaint sample is not available for evaluation. It was reported by sales rep via phone that after hyaluronic acid injection in the knee procedure adverse reaction occurred. The monovisc injection was injected into the knee of the patient. On 23jan2026, the distributor reported the following additional information to (B)(6): additional information received from healthcare professional. The patient underwent ultrasound guided aspiration and monovisc injection with no immediate side effects on (B)(6) 2026. Over the next day patient had increased pain, swelling and redness in the knee. She seeked care at (B)(6) on (B)(6) 2026. She had aspiration in the ed and labs that showed an elevated cell count in the knee, elevated crp and esr, elevated wbc. She was taken to the or with the orthopedic team for open irrigation and wash out. No growth of bacteria or organisms from any of the aspirations or intra-operative cultures to suggest infection causing her pain and need for wash out. Hcp thinks it might be an acute inflammatory reaction from the monovisc lot: 0000011699, exp: 04nov2027. Complaint sample disposed in the hazardous bin and sharps container. Additional information is being solicited.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On 23jan2026, the distributor reported the following to anika: we received an anika product complaint with the following event description. Event date was unknown for 1 product code monovisc 4 ml us - 690016 lot number unknown. The complaint sample is not available for evaluation. It was reported by sales rep via phone that after hyaluronic acid injection in the knee procedure adverse reaction occurred. The monovisc injection was injected into the knee of the patient. On 27jan2026, the distributor reported the following additional information to anika: additional information received from healthcare professional. The patient underwent ultrasound guided aspiration and monovisc injection with no immediate side effects on (B)(6) 2026. Over the next day patient had increased pain, swelling and redness in the knee. She seeked care at the (B)(6) on (B)(6) 2026. She had aspiration in the ed and labs that showed an elevated cell count in the knee, elevated crp and esr, elevated wbc. She was taken to the or with the orthopedic team for open irrigation and wash out. No growth of bacteria or organisms from any of the aspirations or intra-operative cultures to suggest infection causing her pain and need for wash out. Hcp thinks it might be an acute inflammatory reaction from the monovisc lot: 0000011699, exp: 04nov2027. Complaint sample disposed in the hazardous bin and sharps container. Additional information is being solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Followup: followup: the sales representative reported that a patient experienced an adverse reaction following an ultrasound-guided knee aspiration and intra-articular monovisc injection, with no immediate side effects. Within the next day, the patient developed increased knee pain, swelling, and redness and sought care in the emergency department. Aspiration and laboratory findings showed elevated synovial cell count, crp, esr, and wbc. The patient subsequently underwent open irrigation and washout in the or; cultures from aspirations and intra-operative specimens showed no bacterial/organism growth, suggesting an acute inflammatory reaction rather than infection. The used product was disposed of and will not be returned; no additional information is expected. Batch records were reviewed and manufacturing/release testing met specifications and no nonconformances were identified as related to the event. Three-year retrospective reviews of ncrs, retention inspections, and the monovisc stability study report identified no issues related to the reported event, and the IFU was determined to adequately document warnings and handling/storage information. Clinical review determined a temporal association with monovisc use; however, the complaint could not be confirmed and there was insufficient information to identify root cause. Risk documentation reviewed identified post-mitigated risks as low. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.